Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The pump gave a motor error alarm more than 3 times. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.